Manufacturer narrative:
(B)(4). (B)(4). The srt replaced the arterial bpm. The unit operated to the manufacturer¿s specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, the arterial blood parameter monitor (bpm) failed the high potential (hi-pot) test. There was no patient involvement.